Event description:
It was reported that the bd vacutainer® push button blood collection set experienced leakage. The following information was provided by the customer: product code: 367324. Product description: bd vacutainer push button blood collection set - 23g product lot #: unknown ¿ product was discarded unfortunately product complaint: when using the butterfly to bleed a patient, the needle went into the vein and flashback seen in tubing. When the blood tube was attached there was blood leakage out of the plastic hub where the needle retracts, and air in-training into the tubing. The tube only had a couple of drops of blood reach it. The patient then had to be re-bled. Available for collection: no patient required further venepuncture as a result of this fault.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and we observed what appeared to be blood leakage on the product. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for leakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® push button blood collection set experienced leakage. The following information was provided by the customer: product code: 367324. Product description: bd vacutainer push button blood collection set - 23g. Product lot #: unknown ¿ product was discarded unfortunately. Product complaint: when using the butterfly to bleed a patient, the needle went into the vein and flashback seen in tubing. When the blood tube was attached there was blood leakage out of the plastic hub where the needle retracts, and air in-training into the tubing. The tube only had a couple of drops of blood reach it. The patient then had to be re-bled. Available for collection: no. Patient required further venepuncture as a result of this fault.